Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Health impact- clinical code: (B)(4). Health effect impact code: (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.00/+3.0/172, into the patients left eye (os) on (B)(6) 2021. The lens was explanted on 2021 due to excessive vaulting, shallow chamber, significant reduction of angle and elevated intraocular pressure (iop). The patient complained of a headache, which was resolved with medication (diamox and topical drugs). Iop remains stable under topical beta-blocker. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim #(B)(4).

Manufacturer narrative:
B5: the lens was removed and replaced with another icl lens within the same surgery on (B)(6) 2021. Claim#: (B)(4).